Event description:
On (B) (6) 2010, pt's mother reported several "blockages" have occurred while using the infusion sets on a competitor's infusion device over the last couple of months, resulting in extremely elevated blood glucose over 400 mg/dl. Mother stated she was convinced the tubing of the infusion sets was causing the blockages. Mother reported the blockage occurs at the beginning of boluses of 6-7 units of insulin. Mother stated pt changes his infusion sites and infusion tubing every 48 hours. Mother reported the last occurrence of blockage was within 24 hours of changing the infusion site. Pt is not currently experiencing a blockage at the time of the call. Pt is using a competitor's infusion device. On follow up call on (B) (6) 2010, pt's mother stated pt had not yet begun using the new infusion tubing and infusion sets. Pt's mother explained that each time her son experienced the blockage; he removed the tubing from the infusion device, blew into the luer lock of the tubing, reconnected the tubing to the infusion device, and continued using the tubing and infusion set without the blockage error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the subject product for evaluation.